Event description:
The user facility reported a possible unknown issue with an angio-seal device. They were not sure if it was an angio-seal failure or if the patient had fallen. The doctor stated he was not convinced as the patient was very non-compliant. The estimated blood loss was greater than 250cc. The patient was doing well and was stable. Additional information was received on (B)(6) 2022: a large groin hematoma appeared to make the account believe there was an issue with the angio-seal device. However, the patient was laying down by a nurse in the parking lot which could have been a result of the patient falling. The procedure performed was a percutaneous coronary intervention (pci) using a 6fr procedural sheath.

Manufacturer narrative:
Lot number: requested, not provided. Device manufacture date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Explant date: nknown if the device was explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint could not be confirmed for post deployment complications based on the complaint allegation since it was mentioned it is not related the device but patient compliance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.